Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited an undersensing issue. No intervention was performed and the patient's condition was unknown. The patient will continue to be monitored.